Manufacturer narrative:
Evaluation summary: the event was not confirmed; there was no kink present in the graft cover and no difficulties deploying the stent graft. The root cause of the event could not be conclusively determined during analysis.

Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic pseudo aneurysm rupture. The patient had mediastinal and pericardial effusion. It was reported that, during the index procedure, the delivery system reached the targeted area but the stent graft could not be deployed. There was a kink in the delivery system that was not observed during inspection prior to use. The physician elected to remove the delivery system and to transfer the patient to open surgery due to the patient's condition. Per the physician, the cause of the inability to deploy the stent graft was due to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.